Event description:
Baxter reported a home choice alarm situation reload set 161 during prime. The technical service representative had the home patient cycle power and then explained the alarm. The technical service representative then cleared the alarm, advised the home patient to start over with new supplies. The home patient reported a reload set 161 alarm on a home choice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
The sample availability was unknown at this time. Should the sample become available, a follow-up medwatch will be submitted.